Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Product analysis was unable to determine the cause of the reported events. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the returned ams 700 pump was leak tested, visually and microscopically inspected, and functionally tested. The tubing was found to have been cut down to the pump block; no tubing was returned for analysis. The pump passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause not established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the left cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the left cylinder connection tube. Following the surgery, the patient was stable, improved and the event resolved.